Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v020188, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A patient implanted for failed back surgery syndrome reported via the manufacturer&#38112;representative (rep) they were experiencing shocking near their bra strap. Impedance testing, reprogramming, and an x-ray were performed. The results from the impedance test were fine, but the issue still wasn't resolved. As a result surgical intervention was planned but hadn't been scheduled yet.

Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v020188, implanted: (B)(6) 2007, product type: lead.

Event description:
Additional information received reported that a revision or replacement was performed. After removing the old ins from the extensions, they used a multi-lead trialing cable (mltc) to test the system from the extensions and impedances were normal. After connecting a new ins to the existing extension and lead system, the impedances were found to be normal. The manufacturing representative met with the patient post operatively and she was doing great. If additional information is received, a supplemental report will be sent.